Event description:
It was reported that unstable rotational speed occurred. A target lesion was located in a severely tortuous and severely calcified vessel. A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that the rotation speed was unstable. The device was able to reach 140,000 rpm with the set rotational speed of 180,000 rpm. The procedure was completed with a non bsc device. No patient complications reported.